Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient bit off the endotracheal tube and the tube fell down in the patient's trachea, which caused patient safety event.